Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while inflating the foley catheter balloon, it popped inside the bladder. Only about 2-3 ml waster was injected. Replaced the catheter.

Event description:
It was reported that while inflating the foley catheter balloon, it popped inside the bladder. Only about 2 to 3 ml waster was injected. Replaced the catheter.

Manufacturer narrative:
The reported issue was confirmed manufacturing related. Received 3 all silicone catheters with packaging. Verified material number 175812, batch number ngjy2293. Visual inspection noted no obvious observations. Attempted to fill catheter with 10ml of methylene blue solution (3 drops 1 percent methylene blue per 100ml distilled water) using an in house luer lock syringe. A leak was present at a tear on the inflation lumen. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.